Event description:
It was reported that during catheter placement procedure. The introducer needle was allegedly unable to draw blood. It was further reported that the device was allegedly leaking air and fluid. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The investigation is inconclusive for the reported air leak, fluid leak and suction problem, as no damage to the introducer needle and no leakage was identified in the photo provided. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2021),g3,h6(device: a1415, method). H11: b5, h6(result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2021). Device pending return.

Event description:
It was reported that the introducer needle was unable to draw blood successfully during puncture. Air bubbles were aspirated, blocking the tip of the introducer needle. When injecting the syringe, the introducer needle was seen leaking air and fluid. There was no patient contact.